Event description:
Reporter indicated that data transmission error was received while trying to interrogate pt's device. Common troubleshooting techniques did not resolve the situation. Attempts to reset the device were unsuccessful. It was reported that the pt has experienced an increase in seizures, but that pt does feel a little tingle with stimulation. Physician believes that the device is at end of service. Further f/u revealed that the pt was violent during their episodes of increased seizures and that pt had actually hurt someone resulting in a hospital visit for that person.